Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. However, the reporter stated the surgeon did not use the guide when preparing the screw hole and installing the screw as required by the device labeling to ensure the screw holes and screws are centered within the corresponding holes within the plate. By the description, it is likely that the screw hole was not centered within the corresponding hole within the plate, and the threads were damaged and fractured off as the screw was inserted through and rubbed against the plate.

Event description:
It was reported that a screw was damaged during installation within surgery. The guide was not used to prepare the screw hole, and the screw rubbed against the side of the plate causing the threads to detach in 5 or 6 places. It is believed all pieces were removed from the wound as the intra-op x-rays did not show any remaining pieces. An alternative screw was used to complete the procedure. There were no reports of patient impacts associated with this event.